Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient had difficulty charging controller/charger, it was blank screen. Patient stated the device was dead, the recharger wouldn't do anything when she tried to charge her ins, the screen was blank on the ins recharger. It was noted she could play with it and got the start up screen to appear but then the screen went blank again. It was confirmed the power supply/desktop charger light was on, green light was on. Patient thought the connector pin was bent. A replacement desktop charger would be sent. It was noted connector pin was damaged. No further complication and no symptoms were reported.